Manufacturer narrative:
MDR decision date: (B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states ball switch will not go to drive lockout or come out of it interm.